Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink continu-flo solution set had burst. This occurred during a contrast injection. The tubing had burst above the y-site, directly below the roller clamp. There was no adverse event reported. Additional information was requested and is not available.